Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8210 sn: (B)(4) customer wanted to know how to clear this error code, and what cause this error code to happen. Failure device type: alaris system instrument. Failure problem type: 8200. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that this error code is a communications error. I went on to explain to the customer that in order to clear the error code he would need to check the cable that's between the logic board. I let the customer know that he have to make sure that the cable is seated in properly and if it is then he would need to replace the logic board. The customer said ok, and that he would check on the cable and if that doesn't work then he would change the logic board. I said ok and the customer said if he have any more problems he would call back.